Event description:
A customer reported a cartridge change error with their insulin pump. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller to inspect and clean various parts of the pump, but the error initially prevented successful cartridge loading. After a second attempt with a different cartridge, the issue was resolved. Technical support decided to replace the pump and provide goodwill cartridges as the device was still under warranty. The customer was informed to use multiple daily injections as a backup therapy and was guided on how to return the faulty pump using a pre-paid label.